Manufacturer narrative:
A field service engineer (fse) was at the customer¿s site to address the reported event. The fse confirmed the complaint by reviewing the error logs and identified the issue before attempting to reproduce the error. Fse inspected the main arm and found a broken tip that remained attached. The fse also inspected the waste chute and discovered multiple jammed tips which caused the tip to break off. The waste chute had sticky residue due to friction problems. The fse cleared the tips and cleaned the waste chute resolving the complaint. Fse repaired and validated the analyzer by successfully performing quality control run without error and within acceptable range. No further action required by field service. The aia-2000 analyzer is functioning as expected. The aia-2000 analyzer, serial number: (B)(6) was installed on (B)(6) 2024. A complaint history review and service history review for similar complaints was performed from installation date on (B)(6) 2024 through aware date on (B)(6) 2025. There were no similar complaints identified during this searched period. Aia-2000 operator's manual on the appendix 4: error messages: chut (4224) interference of dispensing nozzle z-axis of main arm cause: there is a possibility that the dispensing nozzle was interfered with an obstacle such as cap of primary tube. The measurement result will be flagged with the ss flag. Or a command or adjustment value (p05, 191-210) was given for movement beyond the maximum movable distance of the main arm z-axis in the maintenance operation. Solution: remove an obstacle such as cap of primary tube, if any. The most probable cause of the reported event was waste chute building up of jammed tips, due to friction problem.

Event description:
A customer reported error message ¿4224 interference of dispensing nozzle z-axis of main arm¿ while running samples on the aia-2000 analyzer. The customer confirmed the tubes did not have caps on, powered off the analyzer, and opened the cover to remove several dropped test cups prior to calling technical support specialist (tss). Tss instructed the customer to perform an all-set-home, but the error persists. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
A review of the device history record (DHR) was conducted for serial number (B)(6) which confirmed that there were no nonconformance, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event.